Event description:
The user facility reported that they had an issue with a runthrough ns wire. During an attempt to intervene on a right coronary artery (rca) they were unable to pass balloons. They tried multiple times with multiple balloons and guides. There was resistance felt at a usual spot in the guide catheter. The wire was removed and wiped and reinserted. After aborting the procedure and inspecting the runthrough 0.014 x 180 cm intervention wire it was found that at a transition point on the wire was where everything was getting stuck. That was tested with several balloons, and they all got stuck. They tried a new wire and found that although the transition point could be felt balloons crossed freely. Additional information was received on 31dec2024: the procedure was not completed with the runthrough ns. The procedure was aborted. Estimated blood loss was 30ml. The patient was stable. Guide catheters and multiple balloons were used with the runthrough ns. On 06jan2025 terumo medical received FDA medwatch report#: (B)(4). The event description states:" during a radiofrequency catheter ablation, we were unable to pass balloons. We tried multiple times with multiple balloons and guides. There was resistance felt at a usual spot in the guide catheter. Wire was removed and wiped and reinserted. After aborting the procedure and inspecting the runthrough .014 x 180cm intervention wire it was found that at a transition point on the wire was where everything was getting stuck. This was tested with several balloons, and they all got stuck. We tried a new wire and found that although the transition point could be felt balloons crossed freely."

Manufacturer narrative:
A4: weight: 100.6kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. 1. History investigation of the involved product code and lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No similar report was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following work and inspections. After the coil/niti-core wire fixing process, 100% visual inspection is performed to confirm that there is no deformation such as a bend or jumbling of the coil. After the product assembling process, the outer diameter of coil is measured on 100% basis to confirm that there is no anomaly in it. As a shipping inspection, the sliding resistance of distal end is measured for each lot to confirm that there is no anomaly in the lubricity. The IFU of this product includes the following caution and warning: if the runthrough ns moves less smoothly than before, exchange it for a new one. If any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.